Manufacturer narrative:
Section a3b: unknown/asked but not available. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was implanted with a non-preloaded intraocular lens (iol) in 2009. She is now (B)(6) and the surgeon described appearance a "splatter" looking substance on the lens. It does not appeared to be the patient anatomy. There was plan to explant the lens. From additional information it was learnt that the visual acuity values are less than 20/400. The patient had lost 2 or more lines of bscva. (Best spectacle corrected visual acuity). The symptoms of visual acuity had started years ago. There was no patient injury. No other information is available.